Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
T was reported the right and left ventricular lead impedances were out of range and a loose set screw was found on the device. Noise was also noted when the device sensing was changed to integrated. They went in to fix the lead and found the loose set screw. The set screw issue has been resolved. The device and leads are still in use. No patient complications were reported as a result of this event.